Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020. Explant date: explanted in (B)(6) 2020.

Event description:
It was reported that the patients placement of ipg was causing pressure to the sciatic nerve. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.